Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had absence of occlusion alarm. The customer blood glucose level was 373 mg/dl at the time of incident. The customer was treated with injection for high blood glucose level. Customer did not allege pump was under delivering. Assisted customer in performing high pressure test and test result was no insulin and no alarm. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will not be returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin flow blocked alarm functioning properly. Insulin pump received with scratched case, pillowing keypad overlay and minor scratched lcd window.